Event description:
The account alleged that the bed raised up to sixty degrees by itself. No patient impact.

Manufacturer narrative:
The technician performed a function test with and without weight on the bed and found the bed operated as designed, no issue found.